Event description:
The customer reported that the system displayed a tracking inactive error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep instructed the customer over the phone to shut down the system and then to re-boot it. The system now operates as intended.